Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system exhibited electromagnetic interference (emi) oversensing on this right atrial (ra) lead that led to atrial tachy response (atr). The technical services (ts) recommended to call the patient to inquire about electronics placed over the chest or any activities. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).